Manufacturer narrative:
Updated a4 and b5 with new information received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was not able to recover the device. Surgical intervention took place on (B)(6) 2026 wherein the ipg was explanted and a new one implanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was not able to recover the device. Surgical intervention may occur to address the issue.